Manufacturer narrative:
The reported malfunction of "check pads" message was observed and attributed to user mishandling. Impact damage at the back of the device including internal physical damages caused the reported problem. The reported malfunction of "no display" was observed and attributed to a faulty lcd assembly. The lcd assembly was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Additional procode = drt. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a "check pads" message and then the device had no display. Complainant did not indicate that there was any patient involvement in the reported malfunction.